Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, the pump time and date was observed to be inaccurate after the pump was powered on. Blood glucose was 135 mg/dl. During troubleshooting with tandem technical support (cts) the error was cleared and a new cgm session was able to be started. Cts assisted the customer with correcting the time and date settings.